Event description:
During laparosurgery, the applier was dismounted in the patient belly during the application of the third to fourth clip. The surgeon had to withdraw the jaw of the applier by laparosurgery. Another applier was used to complete the surgery. There was no adverse outcome to the patient reported.

Manufacturer narrative:
Manufacturer will monitor this issue through trending. The device has not been returned for evaluation. No results are available at this time.